Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for air embolism. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). During the mitraclip procedure, a third attempt was made to grasp the leaflets with the clip delivery system when 10 ml of air was noted in the left ventricle. There was no air noted in the steerable guide catheter. The procedure was aborted and the thoracic surgeon was consulted, but surgery was not required. Aspiration of the air was not attempted to avoid the risk of pushing the air embolism out of the ventricle. The patient was placed in trendelenburg position to keep the air embolism from traveling to the brain. After one hour, most of the air had been absorbed and the patient was awakened. The left ventricular ejection fraction was noted to have decreased from 40% down to 25 to 30%. This reduction in ejection fraction was suspected to be related to the air embolism. The patient was transferred to the intensive care unit. The patient feels okay. A computed tomography (CT) scan of the head was performed and no abnormalities were reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis was unable to confirm a leak. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of emboli (air), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported leak in this incident could not be determined. The reported air embolism resulting in reduced ejection fraction was due to procedural circumstances and due to the reported leak in the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additionally, it was noted that the fluid in the clip delivery system handle was only about 1/3 full. There was no additional information provided.